Event description:
It was reported that: a patient purchased an h-300 portable liquid oxygen device from ebay. The first time the pt used the device, they were at a doctor's appointment and noticed liquid oxygen in the supply tubing. The patient immediately removed the tubing from his face. The unit continued to leak until depleted of contents. No injury occurred as a result of this event.

Manufacturer narrative:
The device was returned and evaluated. Evaluation results yielded the primary relief valve pressure, economy valve pressure and flow rates were all within specification. The oxygen outlet hose barb was reported to have broken off due to the extreme temperatures experienced during the reported incident. The device was found to have a vacuum loss, which would not have caused the reported failure. Performance tests were unable to duplicate the reported problem when the device was used as directed by the operating instructions. Product labeling cautions:" federal (USA) law restricts this device to sale by or on the order of a physician." Operating instructions warn : "always keep the portable in one of the following positions: upright, flat on its back or any position in between. Do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/-183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue." Operating instructions further state, "it is important to always keep the portable in one of these positions or oxygen may escape."